Event description:
It was reported during the procedure in the proximal right coronary artery (rca) a balance middleweight 190 guide wire was advanced and pre-dilatation was performed once using a 3.0x12 non-abbott balloon. A 3.5x15 rx xience xpedition stent delivery system was advanced successfully through a 6f guide catheter without resistance. At the ostium of the rca, there was a previously implanted stent. The xpedition stent system was advanced into the previously implanted stent and resistance was felt. The physician stopped advancing the stent system and attempted to withdraw the stent system. Resistance was not felt; however, the stent dislodged approximately 70 percent inside the previously implanted stent. A 3.5x12 non-abbott balloon was advanced and the balloon was inflated inside the dislodged stent, fully apposing the xpedition stent to the vessel wall. The dilatation catheter was withdrawn and a 3.0x15 xience xpedition stent system was successfully advanced to the target lesion through a 6f guideliner. The stent was deployed successfully. The patient remained stable throughout the procedure although there was a significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: balance middleweight 190, guide catheter: 6f. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.